Event description:
This device was implanted on (B)(6) 2012 and remains implanted. It was reported to medical records on (B)(6) 2012 that this patient has an infection. This pacemaker was placed externally during the antibiotic/healing period. This procedure took place at marietta memorial hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)